Event description:
Swaddled baby was found with blood on his blankets. When the blankets were removed, the umbilical cord clamp was found unlatched off of the umbilical cord. The baby lost approx 75-80cc of blood.